Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: right robotic nephrectomy. It was reported that pneumo was lost after deployment of the bag and after the pnemo was re-established, the staff observed that the bag had fallen off the prongs. The rn rfa deployed the device abdominally to secure and mobilize the specimen. The device was fully deployed and a loss of pneumo was observed. Per the rfa the device was slightly retracted due to sudden loss of insufflation, as a result of the air seal of the trocar. The bag then slid approximately 1cm off of the jaws of the device distal to the introducer. The air seal port was packed with raytek along the perimeter of the cannula to contain blood oozing from the port throughout the case. The prongs were exposed inside the patient. The doctor is an experienced user of the bags and this is the first event with this type of reported event. The bag fell off during specimen insertion. At this point, the introducer was removed and the string was pulled to remove the bag. The specimen was not inside the bag at the time of the event. The rfa did not pull back on the handle prior to pushing the handle forward to deploy. The device was replaced with a new device from the same lot number and they lost some insufflation again; however they were better able to limit the pneumo loss with raytek and ensured that the bag was not moved nor touched in a way that would cause the bag to fall. The case was completed. The reporter was present for the case. No patient injury occurred. The patient was fine to the knowledge of the reporter. The patient is a female in her mid-forties with a high bmi and a family history of renal cancer. The facility is undergoing an evaluation for trocar products. The rfa confirmed that they will file a device failure report consistent with facility protocol. A photo is available. The device is returning for evaluation. Additional information was received via email on 21mar2018 from applied field associate. "The trocar that was leaking pneumo is airseal made by (B)(4). Cd004 was placed in the airseal port." There was no attempt to unroll the bag. Other instruments used included robotic device and "fenestrated grasper to place the specimen into the inzii. To the best of my knowledge, the other arms were holding back patient anatomy inside the abdomen". It is unknown if after the bag was fully deployed, if the bag or bead interacted with the tip of the trocar. "After pneumo began leaking I was focusing on the trocars outside the patient.". A photograph was received from the reporter. Type of intervention: the device was replaced with a new device from the same lot number. Patient status: the patient was fine to the knowledge of the reporter.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. The tissue bag was not attached to the introducer rod and the cord loop was cut. Based on the condition of the returned event unit and the description of the event, it is likely that inadvertent manipulation of the device while not under direct visualization caused the bag to slide off of the prongs. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.